Event description:
After 81.5 hours of balloon pumping, the console alarmed "blood detected in iab". Dried powered blood particles were noted in the extra corporal tubing of the intra-aortic balloon catheter indicative of a leak. Balloon pumping halted, physician notified. Within 25 minutes the pt expired.